Manufacturer narrative:
Correction: section b5.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device. The lead was capped and replaced in (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported, that the patient presented in the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise, that was oversensed by the device. The lead was explanted and replaced. The patient was in stable condition.